Event description:
It is reported that the spring was stuck and not able to open up for the shell to be pushed and locked onto the liner. The surgeon was unable to push the liner onto the shell and had to use a different shell.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.